Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is one of two submissions associated with this single event. (B)(4). Device history record review revealed nothing relevant to this event. At this time, it cannot be determined how the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to arthrex. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during a cuff repair the surgeon implanted the anchors. Three devices broke {line 214260 - lot. 10048632 & line 214263 lot. 10132102}. The surgeon had to modify the position of the implants so he needed to make additional holes inside the humerus. Follow-up investigation: the tip of the broken anchors already buried remained in the patient, in the bone. The surgeon removed the free fragments visible in the joint only one screw will be returned, the other 2 were discarded by the facility